Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03301. The patient received her scs system consisting of a lead on (B)(6) 2005 and an ipg on (B)(6) 2010. It was reported that the patient was experiencing sporadic stimulation and the physician determined that the lead was fractured. The physician explanted and replaced the ipg and lead on (B)(6) 2010. The devices were returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete therefore it could not be functionally tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.